Manufacturer narrative:
The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a nondelivery. The device was programmed to deliver 750mg of vancomycin with a vtbi (volume to be infused) of 265ml for a duration of 2 hours. No further programming parameters were provided. The customer reported that after an unspecified length of time, the device alarmed that the programmed therapy was complete. At this time, the nurse noted the container was still full and the device was reprogrammed. After the therapy was restarted, it was noted the device display incremented; however, no drops were noted in the drip chamber. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.